Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was an attempted implant due to damage of the electrode end and lead body. The lead was never in service. No adverse patient effects were reported.